Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted due to a perivalvular leak after weaning the patient off cardiopulmonary bypass. It was identified, through review of source documentation provided, that the patient had a severely calcified native aortic valve which was replaced with the subject device. Once off cardiopulmonary bypass, echocardiogram demonstrated a moderate perivalvular leak. The patient was placed back on cardiopulmonary bypass and the valve was removed. Additional calcium was debrided off the aortic annulus. Another edwards bioprosthetic valve (same model/size) was implanted. This time, echocardiogram confirmed the valve to be well seated with no perivalvular leak.

Manufacturer narrative:
Additional manufacturer narrative:regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the surgeon performed additional debridement of the calcification after explanting the subject device. Another edwards valve was implanted (same model/size). Although the root cause of this event cannot be confirmed with the available information, it appears that the patient's annular calcification may have contributed to this event. The healthcare provider has indicated that there was no malfunction or quality deficiency of the edwards valve. No further actions are possible with the available information.